Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 260 mg/dl and 258 mg/dl. Verified storage of product is within instructed specification since they are kept in bedroom. Test strip lot MFR's expiration date is 03/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 135mg/dl (B)(6) 2018 07:17am; 110mg/dl (B)(6) 2015 06:35am; 168mg/dl (B)(6) 2015 07:25am; 152mg/dl (B)(6) 2015 07:14am; 136mg/dl (B)(6) 2015 05:21pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.